Manufacturer narrative:
A ge service representative performed an onsite investigation. Due to the age of the system, the part required for a repair was no longer available. The service representative worked with the customer and provided a work around so they could save cine images going forward.

Event description:
The customer reported that the system was not saving cine images. There is no report of pt injury associated with this event.